Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer performed a supply change to address bg and resolve the issue.